Event description:
It was reported that needle penetrated through shield, sterility compromised with a bd 1ml syringe slip tip with bd precisionglide¿ needle. This was discovered prior to use. The following information was provided by the initial reporter: needle pierced through cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/28/2020. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. Upon visual inspection it was observed that the needle pierced through the shield; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, this could have occurred during the shield insertion station. There would be spin off parts laying on the track which may result in the indexing rack to be out of position due to the production technician not performing proper housekeeping of the parts at all corners. This may have caused the shield to be misaligned to the hub and the cannula may have pierced through the shield during assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle penetrated through shield, sterility compromised with a bd 1ml syringe slip tip with bd precisionglide¿ needle. This was discovered prior to use. The following information was provided by the initial reporter: needle pierced through cap.